Event description:
It was reported that "inner shaft of hybrid screw extractor broke at tip while attempting to remove a screw engaged in plate."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.